Manufacturer narrative:
It was reported to abbott that following the patient's lumbar ipg revision the patient was noted to be experiencing an infection at the site of the ipg. The patient's lumbar scs system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number; 3006705815-2023-04763. It was reported that following the patient's lumbar ipg revision (related report 3006705815-2023-04763), the patient was noted to be experiencing an infection at the site of the ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's lumbar scs system was explanted to address the issue.